Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The customer's meter was provided for investigation where it was tested using retention controls and master lot strips. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 9:15 am the laboratory result was 1.97 inr. At 2:38 pm the meter result was 2.7 inr. The customer's therapeutic range is 2.5 - 3.5 inr.